Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass, the recommended test of the backup batteries was performed. The user observed that the backup batteries did not hold enough change to operate the device as expected. The device was replaced. There was no adverse consequence to a pt. There was no adverse consequence to a pt as a result of this event.